Manufacturer narrative:
On november 17, 2020, mentor became aware that the correct date of explantation was (B)(6) 2020. On december 7, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: pc-000793257. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the sample was found to be ruptured. Please note that the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who underwent breast prosthesis implantation surgery with two 645cc mentor memorygel breast implants, suffered right breast cancer post-procedure. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. During the explantation surgery, the left breast implant was discovered to have ruptured. This medwatch form is for the left breast prosthesis.